Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿ve received a complaint from (B)(6) today re some problems they have had with knee pin jack code d254500060. They have returned x2 of these pin jacks both from lot d254500060. They have been using them with pfc sigma knees reusable pins (I know they were designed for attune disposable pins) but we were informed should still be compatible with pfc pins as same diameter and surgeon particularly likes the instrument.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.